Event description:
Customer commented on a post in saalt's (B)(4) explaining that their iud came out when they removed their cup one day. Saalt asked them to email us to learn more about the incident. Saalt followed up three times without any response from the customer.